Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ (B)(6) (australia) informed cook that on 14jan2021 a user had difficulty removing a ult8.5-38-25-p-5s-cldm-hc (ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter) from lot 13264155. The catheter had been implanted on 06jan2021. On 14jan2021, a nurse attempted to remove the catheter from the patient and felt significant resistance. A healthcare provider was eventually able to remove the drain from the patient without adverse effects. A review of documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be completed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that appropriate controls are in place to detect this failure prior to distribution. A review of the design history file (dhf) showed that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record (DHR) for lot 13264155 found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this lot number. Based on the dmr, DHR, and IFU, there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. The instructions for use (IFU), provides the following information related to the reported failure mode: "precautions -manipulation of products requires ultrasound, fluoroscopy, or other imaging guidance. Unlocking catheter loop for mac-loc® locking loop mechanism: a. While stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. B. Pry upward until the locking cam lever is free. Note: for catheter exchange, advance the distal end of a wire guide into the locked loop configuration of the catheter before unlocking the mac-loc assembly. Release the mac-loc as described above. Advance the wire guide through the catheter end hole. Catheter exchange can now be performed." Based on the information provided, no returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the event. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: clinical products and contracts manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for right-side intercostal drainage. As the drain was being removed by nursing staff, the operator experienced significant resistance. The drain removal was delayed until the next morning when a doctor would be present. The physician removed the drain successfully, however, reported "it was the worst resistance they¿ve felt with these pigtail drains." As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.